Event description:
Pt complained of arm extreme pain after port being implanted.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the pt. A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.